Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. A getinge field service engineer followed up with the facility¿s biomed engineer and was advised that they were not made aware of any reports of malfunctions. No service was requested.

Event description:
It was reported that during axillary intra-aortic balloon (iab) placement on a patient (off-label use) in the operating room, recurrent auto-fill failures occurred on the cs300 intra-aortic balloon pump (iabp). A replacement iabp was available to initiate therapy and the alarms resolved. There was no patient injury or adverse event reported.